Event description:
During follow-up, increased capture threshold was observed resulting in a loss of capture and pacing on the left ventricular (lv) lead due to dislodgement. The physician explanted the lv lead and was unable to replace the lead due to an occlusion in the subclavian vein. The patient was in stable condition and experienced no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was observed resulting in a loss of capture and pacing on the left ventricular (lv) lead due to dislodgement. The physician elected to monitor the patient at follow-up. The patient was in stable condition and experienced no adverse consequences.